Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient was receiving ivig and it infused in a very short period of time. There was no report of patient harm.

Event description:
The customer reported that an infusion of ivig was set to infuse at 42ml/h for a duration of 30 minutes. However the rn later noted the pump rate was at 400ml/h and the bottle of ivig was empty after 10 minutes. There was no report of patient harm.

Manufacturer narrative:
Concomitant products: immune globulin injection 10%, 20 gram/200ml, 3041168, lot e3gc5a2ab1, exp 20 aug2018; therapy date unk. The reported issue of an ivig infusion set to run at 42ml/h for duration of 30 minutes but the pump module was found to be infusing at the rate of 400ml/h was confirmed via log analysis. The associated pcu event log indicated the user had selected the rate volume key which allows the rate of infusion to be entered and had entered the rate of 42ml/h. The user then selected the volume duration key and entered the duration of 30 minutes and as a result of this entry the rate was changed to 400ml/h. The directions for use (dfu) notes under the section features and definitions that volume/duration allows a vtbi and duration to be programmed. Flow rate is automatically calculated. The root cause of an ivig infusion set to run at 42ml/h for duration of 30 minutes but the pump module was found to be infusing at the rate of 400ml/h is being attributed to user programming. A device malfunction is not believed to have occurred.